Manufacturer narrative:
Brand name for meter remote: otping meter remote. (B)(4). The devices have been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed a supplemental report will be filled.

Event description:
On (B)(6) 2011, the pt's father and clinical mgr contacted animas alleging that the pump and meter remote were missing results. It was reported that on (B)(6) 2011, a hand written record by a school nurse shows that the pt obtained a blood glucose reading of 118 mg/dl, there was no insulin on board and no correction needed for blood glucose level. It was written by school nurse that the pt bolused 4 units for food intake (40 carbohydrates). The reporter claimed when reviewing the pump history, the bolus did not appear. In addition, the reporter stated that the blood glucose reading of 118 mg/dl was not recorded in the meter remote. At the time of troubleshooting, the pt's father claimed that all the boluses are done with the pump and that the pt only uses the subject meter remote which is paired with the subject pump. During the call it was noted that the pt obtained elevated blood glucose readings in the 300-400 mg/dl range at night. The pt's father denied that the pt has developed symptoms suggestive of a high blood glucose. In addition, the pt confirmed that the pt has not tested positive for ketones.